Manufacturer narrative:
Outcomes other: cerebrovascular accident. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinsonian tremor. It was reported that the patient had confusion, along with a possible cerebrovascular accident. No further complications were reported as a result of this event.